Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had low blood glucose value. Customer's blood glucose value was 52mg/dl and 55mg/dl. Customer also reported a pump error which resolved after pump restart. Customer declined to troubleshoot for low blood glucose value. Insulin pump will not be returned for analysis.